Event description:
The customer reported that the system displayed poor image quality.

Manufacturer narrative:
The ge service rep adjust the kv tracking and focus and the align image system. He checked the collimator and beam alignment. He then checked the system operation by booting and making test fluoro exposures. The system operates as intended. This MDR is related to ge healthcare complaint number.